Event description:
As reported by the field clinical specialist (fcs), this was a transfemoral transcatheter pulmonary valve replacement procedure with a 23mm sapien 3 ultra valve and commander delivery system. At the beginning of the procedure, the pulmonic conduit diameter was measured at 21.5mm with a sizing balloon. The landing zone was pre-stented with a 22mm cp covered stent. The 23mm sapien 3 ultra valve was deployed with +2 cc added to the nominal volume. Post-dilation was performed with a 24mm non-compliant balloon resulting in pulmonic insufficiency. The implanted valve had two frozen leaflets that were pinned open due to post dilation. A second valve was implanted and functioned as intended. The patient has since been discharged.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-tavr imaging was provided and reviewed, however it was not relevant to the reported event. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of deployed valve exhibits central regurgitation and leaflet motion restriction were unable to be confirmed due to the unavailability of relevant imagery or medical records. Available information suggests procedural factors (post-dilation with a non-edwards balloon) likely contributed to the event as it was reported that "post-dilation was performed with a 24mm non-compliant balloon resulting in pulmonic insufficiency. The implanted valve had two frozen leaflets that were pinned open due to post dilation". The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.